Event description:
It was reported that during a follow up, alert showed high impedance. The hvli trend showed variation since last follow up. The lead was capped and a partial lead will be returned.

Manufacturer narrative:
No medwatch form was received analysis found the rv cables fractured at the rv connector leg near distal end of strain relief coil, due to fatigue causing the reported high impedance.